Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on an unknown date, an unknown trifecta valve was implanted in the patient. A 25mm navitor vision valve was chosen for a valve in valve procedure. During procedure, an aotic stenosis was noted, the trifecta valve leaflet splitting resulted in left main (lm) coronary occlusion and required a percutaneous coronary intervention (pci). The 25mm navitor vision valve was successfully implanted. The patient was reported stable.